Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician experienced difficulty crossing the lesion. While retracting back into the guide catheter, the stent dislodged. Pt status is listed as "okay."